Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea) and system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is within acceptable limits. The sra risk is considered "low" for exposure to odor/smells. No parts were returned for further evaluation. The likely assignable cause was due to the catalytic filter and oil mist filter. After the part replacements, the unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor and odor/smells issue. Unit meets specifications and was returned to service on 01/26/2016.

Event description:
A customer reported an event of a mist and odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.